Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the controller screen turned black when the recharger was plugged in and turned back on when the recharger was unplugged. No visible damage was found on the controller battery compartment, battery pack, or controller port. Pt reported damage on the recharger cord and stated that part of the cord appeared melted. Due to the damage a replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.